Event description:
It was reported the excluder bifurcated endoprosthesis was deployed accurately. However, tortuous patient anatomy caused the clinician to over manipulate the sheath during access of the contra gate thus pushing the trunk ipsi device up inadvertantly covering the accessory renal. The contralateral leg was positioned and deployed successfully. Patient is fine post procedure with perfusion to both renals. No allegation of deficency was made by the clinician.